Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring at 3000 ohms and noisy signals during an explant procedure. It was noted that this lead was fractured and had insulation issues. Subsequently, this lead was surgically abandoned. No additional patient adverse effects were reported.